Manufacturer narrative:
Device passed the displacement test. Device received with cracked case at the reservoir tube window corners, cracked reservoir tube window, broken battery tube threads and cracked reservoir tube lip. The test infusion set and reservoir does lock into place. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experienced low blood glucose level. Customer¿s blood glucose level was 20 mg/dl. Customer also stated that insulin pump was break and damage. The insulin pump will be returned for analysis.